Event description:
A caller reported a cartridge alarm 20 with their insulin pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support arranged to replace the pump and provided instructions for storing the old pump and for the process of returning it. A replacement pump was sent, and the customer was instructed to use a backup insulin delivery method, mdi.